Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6).

Event description:
It was reported that patients spinal cord stimulator lead had migrated. It was noted that patient was not able to get enough pain relief from the spinal cord stimulator device. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well post operatively. The explanted device will not be return as it was retained at the facility.